Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that the tip of a laparoscopic instrument insert dropped during use in a live patient case. Broken tip was immediately recovered and removed from the cavity; faulty instrument was put aside and replaced with another laparoscopic instrument.

Manufacturer narrative:
Result of investigation: since we had no product (33310c) and no serial number to examine, we could not carry out a thorough investigation. Based on our examination of other cases with the same or similar cause of failure as described by the customer, we assume that the customer used the product improperly. The event is filed under internal karl storz complaint ID: (B)(4).